Event description:
Caller reported a cartridge alarm issue. There was no adverse impact on the customer's blood glucose level. The customer received assistance in loading a new cartridge using the correct technique and was able to successfully resume insulin therapy, resolving the issue.